Event description:
Device has been explanted and replaced.

Event description:
Company representative requested claims to start a claim for healthcare professional. Record for left side. Healthcare professional later reported "baker grade iii capsular contracture; ongoing and continuous left breast pain". Healthcare professional later reported rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed opening on anterior side assessed as surgical damage. Capsular contracture: unable to observe as it is not related to the device. No other observations observed, no further actions are required.

Event description:
Patient reported left-side "pain" and rupture. Healthcare professional reported "upon surgery, implant was noted to be ruptured and baker grade iii capsular contracture was subsequently noted as well.". Treatment: implant removal/ exchange, partial capsulectomy.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side "baker grade iii capsular contracture; ongoing and continuous left breast pain." The device remains implanted.